Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after injection of viscoelastic the preloaded monofocal intraocular lens (iol) was about to be implanted in the patient's operative eye, however, the lens was found to be damaged and could not be used. A new lens was used to continue the surgery. There was no patient harm. No further information available.

Manufacturer narrative:
Section h3: according to the initial report, a dcb00 (tecnis 1-piece iol with simplicity delivery system) (sn) (B)(6), intraocular lens (iol) was about to be implanted in the patient operative eye, however the lens was found to be damaged and could not be used. A new lens was used to continues the surgery. There was no patient harm. No further information was provided. This product was used for treatment purposes. Visual inspection was performed on the suspect product and found the plunger rod was partially advance with viscoelastic residue observed distributed through the length of the cartridge. No cartridge damage was identified. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens was received coated in viscoelastic residue. The lens was removed from the tape and cleaned presenting with a tear, cosmetic scratches on the optic body, and a detached haptic. No further evaluation was performed. The complaint issue lens damaged was not identified during product evaluation. The observed "dc-cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.